Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The mother reported via phone call that the customer received a blank display after changing their battery. The mother also reported the insulin pump turned off without warning when the customer attempted to bolus. The mother reported the customer has dropped the insulin pump in the past. The customer's battery compartment and contacts on their battery cap were also found to be damaged during troubleshooting. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump has minor scratches on lcd window.